Event description:
It was reported that the patient was seen in the clinic for a dose increase and the pump was programmed in units per hour versus units per day while utilizing flex dosing. Later that day, the patient complained of grogginess. The patient was admitted to the hospital and it was determined that the patient had been overdosed. No patient treatment was reported. It was reported that the patient was doing well. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.